Event description:
Initial (16-apr-2025): this reportable incident received via phone call refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. On (B)(6) 2025 the consumer used compound w freeze off spray for a wart and "it exploded and caught fire" causing a burn on her hand and singed her eyebrows. She reported that she had used the product twice daily, 4 total applications prior to the incident. She advised that she activated the product on a table and inserted the tip into the grooves but "it wasn't doing anything like it usually does so I used my finger and turned it a little and it started freezing, right after that it went poof". As a result, she tossed the canister onto the couch and as a result the couch was burned. She was able to put out the fire herself and she reported using burn care cream on her hand and forehead. This case outcome is recovering/resolving. Meddra version 27.1, thermal burn: unexpected, device catching fire: unexpected, device use issue, device use error. According to the company reference safety information.

Event description:
Initial (16-apr-2025): this reportable incident received via phone call refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. On 16-apr-2025 the consumer used compound w freeze off spray for a wart and "it exploded and caught fire" causing a burn on her hand and singed her eyebrows. She reported that she had used the product twice daily, 4 total applications prior to the incident. She advised that she activated the product on a table and inserted the tip into the grooves but "it wasn't doing anything like it usually does so I used my finger and turned it a little and it started freezing, right after that it went poof". As a result, she tossed the canister onto the couch and as a result the couch was burned. She was able to put out the fire herself and she reported using burn care cream on her hand and forehead. This case outcome is recovering/resolving. Meddra version 27.1. Thermal burn: unexpected. Device catching fire: unexpected. Device use issue. Device use error. According to the company reference safety information. Follow up (25-jun-2025): prestige consumer healthcare received the investigation results from the manufacturer indicating that after reviewing the returned product, nothing abnormal can be seen. The manufacturer noted that the chance of enough static charge to create a spark is very small and would not be expected with normal use of the product. FDA imdrf codes have been updated, but no other changes were made to the case.